Manufacturer narrative:
(B)(4). The device was manufactured august 22, 2013 - august 26, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the reservoir had separated from the white set-cap post located inside the housing. Fluid was visually noted inside the housing. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unknown location. The reporter stated that there was a "large amount of liquid outside the balloon." This occurred after filling with 1500mg desferrioxamine in 0.9% sodium chloride, but before patient use. There was no patient involvement. No additional information is available.